Event description:
The customer received questionable ion selective electrode (ise) results and the samples were repeated on another cobas analyzer. Of the data provided for three patient samples, only the results for two samples were discrepant and reported outside the laboratory. Patient sample 1 initial sodium result was 108 mmol/l and the repeat result was 135 mmol/l. The initial chloride result was 132.4 mmol/l and the repeat result was 100 mmol/l. Patient sample 2 initial sodium result was 67 mmol/l and the repeat result was 129 mmol/l. The initial chloride result was 215 mmol/l and the repeat result was 95 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a fluid failure of valves sv27 and sv28. He replaced the valves and verified ise calibration and control recovery was ok. He performed a precision study of (B)(4) pooled samples and all results were within acceptable range. The instrument was operating to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.